Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was damaged during use. There was no report of any patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument was damaged. The instrument was inspected prior to us. It is unknown what surgical task was being performed when the issue occurred. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell inside the patient. The instrument was returned to isi for analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly at the midpoint. A piece approximately .451" x .085" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).